Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: a review of the black box revealed data which started on 04/20/2015. Due to continued use of the pump, the black box data and histories for the event was found to be overwritten. A test battery cap and the returned cartridge cap were used for testing. During evaluation, the pump was able to successfully perform a 10 unit normal bolus and a 10 unit audio bolus. Both bolus tests accurately recorded in pump history. The pump bolus history was found to be recording properly. There were no errors, alarms or warnings that occurred during the 24 hour duration test. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6), 2012 it was reported the patient's morning breakfast bolus was missing from the pump history. The patient suffered no symptoms or injury due to the pump. However, as the reported issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.